Event description:
It was reported that the pt had a known allergy to sulfa medications. Sometime after the insertion of the catheter, the pt developed erythema at the insertion site and began to experience dyspnea. After the medications being infused were discontinued and the pt did not improve, the catheter was removed. The breathing problems resolved and there were no pt complications. This device is contraindicated in the labeling for pts with a known hypersensitivity to sulfa drugs.